Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring seal did not deploy out of the delivery tube into the aorta. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
Investigation details: visual inspection shows that the seal was outside of deployment tube and cracked. The tension spring components were still loaded inside the deployment tube. The reported complaint is confirmed for seal would not deploy. A lot history record review was completed for the product, there was no nonconformance associated with the lot number.